Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance was high and an alert was triggered. The rv defibrillation impedance also increased from 40 ohms to 70 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0085 lead, implanted: (B)(6) 2008; 4471 lead, implanted: (B)(6) 2008. (B)(4).